Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose values of 362, 97, & 87 mg/dl when all tests were performed within 4 minutes on the advantage system. Reporter stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.